Manufacturer narrative:
Operator of device and if the initial reporter also sent report to FDA is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an alarm with error code. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with fluid ingression; the tamper seal was all intact. There was evidence of the reported error in the event history log. The reported problem was duplicated during the investigation and functional testing. A defective motor was found to be the cause of the reported issue and was recommended to be replaced as corrective action. The root cause was unknown. The product is beyond 5 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147., corrected data: correction: d4: model number: 6400.